Event description:
It was reported that during a gastrectomy procedure, one side of the staple line had malformed staples. The procedure was completed by hand-suturing. There was no adverse consequence to the pt.